Event description:
A patient was receiving tube feeds via an enteral feeding tube. Reportedly, the patient removed the keofeed tube, after which the provider was notified. A new keofeed tube was placed by nursing staff. A kub x-ray was obtained post insertion. The x-ray revealed that the weighted tip of the first keofeed tube that patient had pulled was visible in gi tract. There was no apparent patient harm.